Manufacturer narrative:
One (1) used set with packaging was returned in connection with this incident. The set was spiked and primed with a bag of normal saline. Per specification, the roller clamp was closed several times on different locations of the tubing in order to replicate the event. Each time the flow was completely stopped by the closing of the roller clamp. Therefore, the defect could not be confirmed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "a pharmacy technician was priming the line with saline for a chemo mix and found that when closing the roller clamp, it did not clamp off the line. The line continued to run until a second clamp was engaged." No injuries were reported.